Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient stated that they had two surgeries for their implant because they put the ins up way too high on the first surgery so they did a second surgery to correct it. The event occurred in (B)(6) 2013. No further complications were reported/are anticipated.